Manufacturer narrative:
A ge representative evaluated the system and repaired bent pins in the connector. System operates as intended. (B) (4)

Event description:
The customer reported the system would not boot and the c arm cable was not connecting correctly. No pt injury was reported.